Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen appeared to be "greyed out". Customer stated they turned off the screen and when the screen was turned back on the display was no longer greyed out. Customer's blood glucose level was not impacted.